Manufacturer narrative:
(B)(4). Date sent: 04/09/2021. D4: batch # u5eu5g. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was returned with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties note. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted.   The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: did the device staple? - customer reported a partial staple line proximal and no staples distal. If the device stapled, was the staple line complete? N/a. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Unknown. Were the cut line and staple lines equal? No. Was the device fired across a staple line? No. If the device cut and stapled, were there any staples missing from the staple line? N/a, see above. Could you please clarify if there were any patient consequences? No patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in post op care.

Event description:
It was reported that after using tlc75 to create anastomosis, observed cut line fall apart. Customer identified the event as a misfire. To address this additional colon was resected.